Manufacturer narrative:
As reported, an expired bard/davol phasix plug and patch was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in april, 2019. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an open umbilical hernia repair procedure on (B)(6) 2021 a bard/davol phasix plug and patch was implanted. Following implant of the mesh it was noted that the device had expired on (B)(6) 2021. As reported, there has been no medical or surgical intervention for the patient at this time. There was no reported patient injury.